Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified solution via gravity. After an unspecified length of time, an unspecified volume of air was noted in the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Multiple unsuccessful attempts have been made to obtain add'l info including the medication being delivered, the volume and location of the air in the tubing set and if the tubing set was replaced and the therapy continued.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.